Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
As reported to coloplast though not verified, the patient had a restorelle sling implanted in (B)(6) 2018. In (B)(6) 2022, the patient experienced exposed vaginal mesh at the apex and vaginal bleeding resulting in transvaginal excision of the mesh.